Event description:
The lay user/pt contacted lifescan (lfs) on 03/21/2007, and alleged that the meter would not power on. She stated that the last time she was able to test was three days earlier7. She began experiencing frequent urination two days later. She increased both her oral medication for glyburide from 1 pill to 2 pills and her lantus insulin from 50 units to 60 units before bed. She reported that her symptoms have since improved. She did not contact her physician for assistance. The pt did not have a battery to troubleshoot. The pt was using the correct test strips and the battery was correctly installed. The pt however did not change the battery as per the owner's manual. This complaint is being reported, as the pt alleged that while unable to use the meter, the pt had symptoms that suggest hyperglycemia which were resolved after taking more diabetic medication. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.